Manufacturer narrative:
(B)(4). Evaluation: the report of a broken needle hub was confirmed. The sample was not returned. The customer provided a photo of the sample. The photo shows an 18ga introducer needle. A large portion of the hub has cracked and separated from the cannula. A review of the device history records did not reveal any manufacturing related issues. The probable cause of this issue could not be determined. Further investigation of this issue is being conducted.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that the needle hub cracked.